Event description:
A high readings issue was reported with the adc device. Customer reported receiving high sensor scan results compared to readings obtained on the adc meter and experienced weakness, sweating and disoriented. A sensor scan report of 77 mg/dl was compared to a blood glucose test of 34 mg/dl on the adc meter, it is unknown if these values were obtained at the time of the medical event. Customer was unable to self-treat and was treated with a glass of "zuo" and three jellies by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.